Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Eight sealed representative samples were available for eva luation. The evaluation found no potentially contributing factors. It was reported that the suture was broken. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The man ufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, postoperatively, after ovariectomy on ovary ligation, and deciduous tooth removal, the thread broke. Linea alba was closed using a simple continuous pattern. The patient had the abdominal wall suture break down one to two weeks after surgery, creating a reducible hernia. The hernia was repaired surgically, and a different brand and larger suture were used on the linea alba closure to resolve the issue. Hospitalization was extended, and surgical time was extended by 30 minutes. It was also reported that the incision was extended due to the product problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.